Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers were not detected on bus. A field service engineer (fse) found main drawer 6.2 would not open, so the open or close latch was replaced. The main drawers were also reseated, and the modular board, drawer controller board, and position sensor for drawer 6.2 were replaced. The drawer tested good in the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers had failed. The customer had performed a station reboot followed by recover storage space; however, the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.